Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the pump was being revised on the date of this report because the pump was dislodged. It was noted when the patient sat up the pump protruded out and bruised him. The healthcare provider (hcp) was revising the pocket and checking the catheter. The patient was physically assaulted and that was the cause of the pump dislodging. The event date was unknown, but ¿must have been recent because the patient just started bruising.¿ the pump was being used to deliver baclofen. It was unknown if the positioning of the device was corrected, what the status of the catheter was, and patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.